Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was implanted inside the patient on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient experienced perineal soreness. Norco was prescribed and it resolved on (B)(6) 2014. On (B)(6) 2016, the patient experienced left side leg sciatica and was again prescribed with norco.